Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: unknown, information not provided. Best estimate date is in 2007. If explanted, give date: unknown, information not provided. Best estimate date is in 2016. Device manufacture date: unknown as serial number was not provided. It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that both eyes were initially operated in 2007 with amo z9002 silicone lenses. In 2016, both lenses were cloudy on the posterior aspect. Reportedly, doctor now questions whether the opacification was protein or calcium. Both lenses were explanted and replaced with intraocular lens model z9003. This report will capture information for patient¿s one eye. Another report will be submitted for patient¿s other operative eye.